Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that moving parts of the trigger of the device did not move smoothly. Therefore, the reported condition that the device had an undetermined malfunction was confirmed. The assignable root cause was determined to be traced to the user, which is user error. UDI ¿ (B)(4).

Event description:
It was reported from the netherlands that during service and evaluation, it was determined that the battery oscillator device had component damage, sharp edges, moving parts of the trigger of the device did not move smoothly, mode switch resistance was too low, and the motor was worn. It was further determined that the device failed pretest for general condition, check positioning of the saw head, check for sticky trigger, and mode switch-test. It was noted in the service order that the device had an undetermined malfunction and needed corrective maintenance. . This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.